Manufacturer narrative:
Analysis found that the wire is with the slight kinks. The plug is not deformed. Fully fits into the connector. The tip of the cartridge is slightly deformed. The locking mechanism of the bur works. When turned on, the drill works. There are no coolant leaks from the motor housing. Signal plates on the plug are present. The drill, when connected to the console, is recognized correctly. When turned on and tested at 80,000 rpm 20 min drill chuck heated to 148 f in 5 min (assuming 131 f in within 20 minutes). Pre repair heat temperature at 1 minute was nose bearings ¿ 122 f in 1 minute, middle bearing ¿ 130 f in 1 minute, rear bearing ¿ 127 f in 1 minute. When opening the drill chuck, wear of the bearings and internal components was found. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the hand piece was overheating (cartridge and handle) prior to use. There was no patient involvement.